Event description:
"Endo gia fired correctly the first time, second time it did not. It would not release from the tissue, lung"...endo gia n3k288 3.5 reload. A month later. "Would not open." Reload load 45-2.5, 12 mm (handle) slide moved past "cut" point not retracted. Same case 2nd instance...slide was partially started but not completed. Same month training was done by sales rep [representative] including proper removal of the yellow shipping wedge (k) - in directions. One item not seen in the directions that the representative added to the training was a final check on proper connection of the handle to the stapler by squeezing the handle once to close the anvil (l) then pulling back on the two black return knobs (g) to assure proper connection. A video tape of the training session was made also. This appears to be an operator issue in loading the (load) to the handle. The site was able to duplicate the problem only by hand closing the anvil and sliding the lower clamp button (q) forward a few mm then attaching to the handle would allow pushing forward but since it wasn't engaged it would not pull back.